Event description:
Patient presented with severe pain around the ipg site and was referred to pain management where they underwent a nerve block procedure. Patient presented back to the physician with pain at the ipg site. Physician brought the patient into the or and removed the inspire system. This resolved the issue.